Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. Visual macroscopic and microscopic exam show that the tip of the static shaft is fractured on both sides by the pin. The pin connecting the static shaft with the upper jaw is missing. The examination found quasi-brittle fracture mode. No evidence of fatigue or crack initiation site. Possible cause of failure is excessive bending and/or torque loading. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument broke off during the surgery, but no patient complication was reported.